Event description:
The complainant contacted leica biosystems in relation to peloris ll tissue processor serial number (B)(4) and the following information was documented "the cleaning cycle wasn't completed, residual xylene in retort a, someone drains it to bottle 9, and when measuring bottle 9 was 80% and on the screen said 100%. The tissue was run and looks like never been processed. One runs 8h, in both retorts, around 400 cassets [sic]." On 31 march 2022, leica biosystems (B)(4) received information from the assigned leica team lead-pathology imaging (fas) that the patient tissue samples from "8h" protocols executed in retort a and b which were started at "7:00pm" on (B)(6) 2022 and comprised a total of 400 cassettes (200 cassettes in each retort), were "raw". The tissue types of the patient tissue samples processed were detailed as "breast, skin, it's a mix of everything", the size(s) of the patient tissue samples processed was detailed as "big" and the patient tissue samples involved had been re-processed using a "4h" protocol. The fas also documented that the reagent concentration in "bottle 9 was off by 19%..." When measured by the customer on (B)(6) 2022, with the measured ethanol concentration being 80% and that calculated by the instrument software as 99%. The fas recommended that all reagents on the instrument be replaced with a cleaning cycle to be run, and "acid cleaning was performed by the customer." The fas further documented that three (3) patient cases were not diagnosable and re-biopsy of these patients had not been either recommended or performed. An identifier, date of birth and gender were provided for each of three (3) undiagnosable patient cases. On 04 april 2022, leica biosystems received information from the complainant that an additional patient case was "impacted by the processor incident". The date of birth and gender were provided for this additional patient case. Refer to MFR. Report #8020030-2022-00066 to #8020030-2022-00067 and #8020030-2022-00069 for specific details of the other patients involved.

Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution the four (4) processing runs started between 20:34 on (B)(6) 2022 and at 20:02 on (B)(6) 2022, from which sub-optimal tissue processing of patient tissue samples would have occurred. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, in which manual replacement of the reagent in bottle 9 (absolute ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. This use error occurred prior to execution of the four (4) processing runs started between 20:34 on (B)(6) 2022 and at 20:02 on (B)(6) 2022, from which sub-optimal tissue processing of patient tissue samples would have occurred. Specifically, although a user affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 9 (absolute ethanol) was to be set to the default value of 100% at 20:22 on (B)(6) 2022, the actual ethanol concentration would have remained unchanged at 75.9%, because bottle 9 had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."